Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The microswitch was cleaned to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported an inability to switch ventilation modes as expected during pre-use checkout. There was no patient involvement.